Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the sales representative reported a deployment issue with both anchors on the customer's omnispan system with 12 degree needle during a meniscal procedure. He stated the surgeon thought he deployed the first anchor successfully and then after deploying the second anchor noticed the sutures were not deploying correctly. This was when he noticed the first anchor did not correctly deploy far enough to begin with. The sales representative stated the surgeon failed to hold down the gray trigger accurately when deploying the first anchor and believes this was the cause as to why the second anchor did not advance in the applier and deploy correctly. The surgeon kept both anchors in the patient but made sure they were not floating in the joint space then used a competitors device and a new needle in the same applier one more time before completing the procedure. There were no patient consequences or delays. The needle was discarded already by the customer. The surgeon was formally trained by the sales representative and the sales representative was present for the case but he stated that he forgot to remind the surgeon to hold the gray trigger after firing the first anchor while pulling the red trigger and turning the applier. This, he believes, was what caused the anchors to not deploy correctly. No further details were available.